Event description:
Follow up information identified the issue has resolved with the repositioning of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing tingling sensations at the top of the leads and slight discomfort described by the patient as heating and overstimulation sensation at certain positions. The patient was administered steroids near the ipg pocket and the pain subsided for a few days, however the discomfort slowly returned and the pain radiated down her left leg and feet. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was repositioned.